Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed part: 226.662 lot: l301337 manufacturing site: grenchen release to warehouse date: 06. Feb. 2017 the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material was confirmed to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. Additional product codes: hwc, ktt . Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the 4.5mm curved broad locking compression plate (lcp) plate and unknown quantity of screws on unknown date. On unknown date, approximately three (3) months post-operative, it was revealed that the plate broke. Patient was returned to surgery on unknown date for revision procedure. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) 4.5mm curved broad lcp plate.

Event description:
Patient was implanted with devices on approximately (B)(6) 2017. Patient returned to surgery for revision of the hip prosthesis on (B)(6) 2018.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.